Event description:
Customer reported to beckman coulter, inc. (Bec) that there was green liquid underneath the blood sampling valve of the coulter lh 750 hematology analyzer (lh 750). Customer reported that the lh 750 was giving 'stain temperature low' errors. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the stain pump was leaking and the stain mix chamber was not holding the temperature. The fse replaced both the pump and mix chamber. The fse verified the system.

Manufacturer narrative:
Evaluation - results: mix chamber. This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#1061932-2012-00455. Bec identifier for this complaint is (B)(4).